Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned right essure device"), pelvic pain ("pain, severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue"), weight increased ("weight gain;") and weight decreased ("weight loss."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), arthralgia ("pain, severe joint pain in hips") and depression ("depression"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on 1-(B)(6) 2016. At the time of the report, the device dislocation outcome was unknown, the pelvic pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder and depression was resolving and the genital haemorrhage, dysmenorrhoea, arthralgia, fatigue, weight increased and weight decreased had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The essure device was inserted into the left tubal ostia and the device was deployed-5 coils seen extending into the endometrial cavity following procedure. The same was done on the right side with 12 coils visualized in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. On (B)(6) 2016, hysterosalpingogram showed unsuccessful occlusion, spillage of contrast into the peritoneal cavity via the right fallopian tube consistent with nonocclusion by the essure device. Left fallopian tube occlusion by the essure device. On (B)(6) 2016, hysterosalpingogram showed failed closure of right fallopian tube due to malpositioned right essure device. Successful closure of left fallopian tube. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, concomitant disease, new events genital haemorrhage and device ineffective added. Outcome for the events device dislocation, genital haemorrhage, dysmenorrhoea, fatigue, arthralgia, weight increased and weight decreased added as recovered / resolved. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned right essure device') and pelvic pain ('pain, severe pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo provera) and minerals nos;vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("pain, severe joint pain in hips") and fatigue ("chronic fatigue"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain;") and weight decreased ("weight loss."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes), tubal ligation on (B)(6) 2016 and underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown, the pelvic pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder and depression was resolving and the genital haemorrhage, dysmenorrhoea, arthralgia, fatigue, weight increased and weight decreased had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The essure device was inserted into the left tubal ostia and the device was deployed-5 coils seen extending into the endometrial cavity following procedure. The same was done on the right side with 12 coils visualized in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unsuccessful occlusion. Spillage of contrast into the peritoneal cavity via the right fallopian tube consistent with nonocclusion by the essure device. Left fallopian tube occlusion by the essure device.; on (B)(6) 2016: results: malpositioned right essure device. Failed closure of right fallopian tube due to malpositioned right essure device. Successful closure of left fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned right essure device') and pelvic pain ('pain, severe pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included morbid obesity. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("pain, severe joint pain in hips") and fatigue ("chronic fatigue"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain;") and weight decreased ("weight loss."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes), tubal ligation on (B)(6) 2016 and underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown, the pelvic pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder and depression was resolving and the genital haemorrhage, dysmenorrhoea, arthralgia, fatigue, weight increased and weight decreased had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The essure device was inserted into the left tubal ostia and the device was deployed-5 coils seen extending into the endometrial cavity following procedure. The same was done on the right side with 12 coils visualized in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unsuccessful occlusion. Spillage of contrast into the peritoneal cavity via the right fallopian tube consistent with nonocclusion by the essure device. Left fallopian tube occlusion by the essure device.; on (B)(6) 2016: results: malpositioned right essure device. Failed closure of right fallopian tube due to malpositioned right essure device. Successful closure of left fallopian tube. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-2020-120667 (medwatch 3500a MFR number 2951250-2020-08831) which will be deleted from bayer safety database after all information was transferred to this duplicate record # us-bayer-2017-192757 which is retained. No new information was reported. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), arthralgia ("severe joint pain"), depression ("depression"), fatigue ("chronic fatigue"), weight increased ("weight gain;") and weight decreased ("weight loss."). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, arthralgia, depression, fatigue, weight increased and weight decreased was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.